Event description:
Customer reports the following: "biomed reported failures in log. Biomed cleaned pins/sensors. No patient harm." Preliminary review indicates that the outlet flag unexpectedly closed and that this stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.